Event description:
Additional information was reported by the consumer. In (B)(6) 2008 the pump was used to deliver morphine at 4mg/day.

Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving an unknown drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and cervical/neck. It was reported that the patient's first pump wasn't delivering anything into the spinal cord and the patient's healthcare provider (hcp) missed an error code about the pump needing to be rep laced. No patient symptoms were associated with the event. The event date was reported as (B)(6) 2008. The circumstances that led to the issue and the steps taken to resolve the event were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.